Manufacturer narrative:
Other applicable components are: product ID: 977a260, lot #: va1z91g007, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, lot #: va1z91g008, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for back pain. It was reported that two leads were implanted on (B)(6) 2019 and the representative was notified on 2019-jun-20 that the system was explanted on (B)(6) 2019 by the physician. The physician reported that the system was explanted due to the patient's daughter stating that their father was experiencing numbness/weakness and difficulty urinating. The patient experienced numbness after the system was removed. However, the patient called the physician and reported they had prostate issues and difficulty urinating and didn't want to share that with their daughter. No further complications reported.